Event description:
During an in clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature depletion of the battery was suspected. The device replacement is anticipated. The patient was stable.

Manufacturer narrative:
Estimated implant date of 2014.

Event description:
Addition information was received that the device was explanted and replaced to resolve the event. The patient was stable.